Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had eroded through the pocket and become exposed. The crt-d system, which had been implanted with an antibacterial absorbable envelope, was removed due to the risk of infection. The patient was treated with antibiotics and will receive a new system at a future date. No further patient complications have been reported as a result of this event.